Event description:
It was reported that during the implant procedure high thresholds were noted on the right atrial (ra) lead which steadily declined.  Following morning check showed normal thresholds.  No action taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.